Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged that the buttons on the infusion device were defective. The infusion device displayed e-8; afterwards no action was possible and buttons were without function. The patient is pregnant and attempted to give herself insulin via syringe, but it was not enough. At an unknown time, the patient was found unconscious and was transported by ambulance to the hospital. The type of treatment provided by the paramedic's was not provided. At the hospital the patient's blood glucose level was 600 mg/dl and she was treated with liquids and insulin. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.